Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment. There was a skin revision on (B)(6) 2020 during an abutment change.